Event description:
It was reported that the deep brain stimulation (dbs) patient experienced discomfort with movement at the implantable pulse generator (ipg) pocket site. The physician assessed the ipg was tilted in the pocket. The patient underwent a revision procedure wherein the ipg was repositioned and anchored with sutures. The patient did well postoperatively.

Manufacturer narrative:
Block d2b: nhl, pjs.